Event description:
It was reported that the device exhibited an upstream occlusion alarm even with an open-ended cassette attached testing for air in line. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing could not confirm customer¿s complaint. The pressure value was within specification. The downstream occlusion sensor was calibrated as a preventative measure and the software was updated. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.b3. Date of event: unknown. No information has been provided to date.